Manufacturer narrative:
The sample will be returned to arrow. When our evaluation is completed, a follow-up report will be sent.

Event description:
It was reported that during removal of the catheter from the patient, 2 inches of the catheter broke off in the patient. It was determined that an interventional radiolgoy/vascular surgery procedure was needed. Due to the patient's critical condition, the procedure was delayed. In the interim, the pt was made a "do not rescusitate" and extubated unrealted to this catheter situation. The pt later expired due to conditions unrelated to this event.